Manufacturer narrative:
Currently ,it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time. (B)(4).

Event description:
The customer reported via phone call that the insulin pump alarmed motor error during the basal process. The blood glucose reading was unknown. It was also stated that the drive support cap is loose and they are not able to complete the rewind process. It was stated that the customer was not able to exit the rewind screen. The customer was advised to return the insulin pump for analysis.

Manufacturer narrative:
No rewind anomaly noted. The insulin pump alarmed motor error during basic occlusion test due to loose/protruded drive support disk. The motor passed motor test. The insulin pump had minor scratched lcd window, cracked lcd window, cracked case at display window corner, cracked battery tube threads, broken belt clip slot and cracked reservoir tube lip.